Manufacturer narrative:
It was reported that mesh was implanted along with concurrent sling urethropexy and cystoscopy due to stress urinary incontinence and low urethral pressures. It was reported that patient underwent a suburethral sling revision on (B)(6) 2003 and on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.